Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 71 mg/dl. The customer's current blood glucose was 41mg/dl,224 mg/dl. The customer was treated by glucose tablets, orange juice. Troubleshooting was done for low blood glucose and over delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.